Event description:
This is a spontaneous case report received from a medical doctor in united states on (b)(60 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014; lot number used was a22174. It was reported that the physician was able to place essure in the left tube. When he went to place the right tube and a piece of catheter and the micro insert broke off in the patient's fallopian tube. Upon review with the sales consultant, the decision was made to remove broken catheter and had a successful micro insert on the right side with 9 trailing coils. Follow up information received on (B)(6) 2014: ptc (product technical complaint) result was provided. Ptc global number: (B)(4). Final assessment: when a term like "...a piece of catheter and the micro insert broke off..." Is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description or product is returned for investigation. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in dr-3020, design fmea for ess305. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue. The ae case refers also to a usability issue. However, no adverse events have been reported at this point in time. No complaint sample was provided for further technical investigation. The batch documentation was reviewed by the rqu. The technical assessment concluded "unconfirmed quality defect". Since no adverse events were reported, no batch signal review for similar adverse events could be conducted. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post market surveillance monitoring. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and a piece of catheter and the micro insert broke off in the patients fallopian tube. This case is medically confirmed. This event is considered non-serious and listed according to essure reference safety information. Considering that the reported event occurred during the insertion procedure, the causal relationship between this event and essure cannot be excluded. The event was considered a device malfunction; therefore, this case was regarded as other reportable incident. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Case considered closed on 14-may-2015. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and a piece of catheter and the micro insert broke off in the patients fallopian tube. This case is medically confirmed. This event is considered non-serious and listed according to essure reference safety information. Considering that the reported event occurred during the insertion procedure, the causal relationship between this event and essure cannot be excluded. The event was considered a device malfunction; therefore, this case was regarded as other reportable incident. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.